Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 16 x 3.00mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. An examination of the returned device noted that there were no signs the balloon had been subjected to positive pressure however there is clear evidence of the original stent crimp marks on the balloon and the stent was not returned for analysis. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within maximum crimped stent profile specification. Further analysis identified the inner lumen was twisted and stretched 15.6 to 17.3cm from the port exchange in the inner lumen. As a result of this damage it would not be possible to track a 0.014" size wire through the inner lumen. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 14mar2024. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the non-tortuous and moderately calcified middle to distal left anterior descending artery. Following pre-dilatation with non-compliant balloon catheter, a 16 x 3.00 promus premier select drug-eluting stent was advanced for treatment. However, during tracking, the device failed to cross the lesion. The device was removed, and the procedure was completed using another stent. No patient complications were reported. However, returned device analysis revealed that the stent was detached.